Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the supplier received the sample and performed a failure investigation. According to the pictures of the product provided by the customer, the structure was not complete and cracked. The batch review, device history review and inspection found no issues during the supplier investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife neo-verso¿ [?]y' airway access adapter for endotracheal tubes experienced during ett bagging, ett connector piece cracked and leaked. The patient was bagged while the device was replaced. The customer confirmed that there was no patient harm associated with the reported event.